Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed "discharge fault" and "defib fault 80" messages. There was no pt involvement during the reported malfunction.